Event description:
Five deltaplush cerecyte microcoils were reported to become very difficult to advance once they were about half way up sl10 microcatheter, and the coils were found to be damaged during analysis. There was no serious injury reported.

Manufacturer narrative:
(B)(6). This is 1 of 5 mdrs being submitted for patient identifier (B)(6). Complaint conclusion: the coil was stretched 60cm through and out the proximal end of the resheathing tool. The coil was mechanically severed from the detachment fiber. Located 2mm off the distal end of the tip coil, the device positioning unit (dpu is bent. The distal section of the coil was found snaking. Only the first secondary winding off the ball tip is undamaged. Due to the severe damage to the coil, the root cause of the coil¿s advancement difficulty inside the microcatheter cannot be determined. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined fi this component contributed to the complaint event. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.